Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign object in the auxiliary water tube was cause not established. For the distal end cover burn, the most probable cause was use of a high-frequency instrument without sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the colonovideoscope exhibited a burnt distal end cover and a foreign object in the auxiliary water tube. There was no patient involvement.